Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Please note additional device explanted: pxc161200/(B) (4).

Event description:
On (B) (6) 2009, the patient underwent an endovascular procedure with the gore excluder aaa endoprostheses to treat an infrarenal aortic aneurysm. The aneurysm sac measurement at that time was 5.5 cm. On (B) (6) 2009, imaging showed the aneurysm sac to be 6 cm. On (B) (6) 2010, imaging showed the aneurysm sac to be 6.4 cm. On (B) (6) 2010, imaging showed the aneurysm sac to be 6.7 cm. On (B) (6) 2010, the physician performed an aortogram which showed a type ii endoleak. The physician explanted the endograft system and surgically repaired the aneurysm. The patient tolerated the procedure.